Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein the second octrode lead was explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored. It is unknown which lead was explanted during the second surgery, therefore both leads are being reported.

Manufacturer narrative:
A4 patient weight added to the report. D7 date of explant is estimated as it is unknown which lead was explanted on (B)(6) 2020 and which lead was explanted on (B)(6) 2020, therefore both dates have been added.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32406. It was reported one of the patient's leads had migrated. The lead was explanted however a new lead was unable to be implanted due to scar tissue (see MFR 3006705815-2020-32408). Plan is to implant a paddle lead at a future date. Note: it is unknown which lead had migrated, as such both leads are being reported.